Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings and a priming anomaly from the pump. The customer's blood glucose was unknown. The mother stated that they changed their bad site and the reservoir was empty. The mother stated that they never went low in the emergency room and was doing fine.